Event description:
It was reported that the zimmer air dermatome ii handpiece was not producing a good graft, had jagged edges and skipped. It was noted that blades were changed after every two grafts. No additional information was received prior to this report.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.